Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was difficulty in charging. The patient had been having a difficult time keeping the coupling boxes when charging. Sometimes the patient got 6 boxes. It was reported that the recharger antenna was damaged. This issue with charging started a couple of weeks ago. The patient was unable to feel stimulation. The patient stated that the implantable neurostimulator (ins) was charged. Using the patient programmer, it was verified that stimulation was turned on as the patient saw the lightning bolt symbol. The patient stated that normally they could lean back and feel the increase in stimulation but was not able to feel anything. The patient increased stimulation with the programmer but stated that they were not able to feel any change in stimulation. This not feeling stimulation started suddenly on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.